Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure on (B)(6) 2020 was to treat an 80% stenosed, moderately calcified lesion in the moderately tortuous proximal left circumflex (lcx) coronary artery. The lesion was serially pre-dilated and the distal lcx was stented with a 2.5x22 mm non-abbott stent and the proximal lcx was stented with a 3.0x12 mm non abbott stent. Then, the ostium of the left main coronary artery to the left anterior descending (lad) coronary artery was stented with a 2.75x48 mm xience xpedition stent with very good results. The patient was doing well with no issues. Follow up revealed that the patient expired on (B)(6) 2020 due to probable stent thrombosis; however, the physician noted it was not due to the xience xpedition. There is no evidence about the specific lesion. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and thrombosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information provided indicates that the patient presented at the time of the initial procedure with shortness of breath for a week. No additional information was provided.